Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Liner is a (B)(4) product. Reported on MFR # 0009613350-2018-00232.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 06104, 0001822565 - 2017 - 06107. Concomitant products: p/n unknown, unknown, unknown acetabular liner, l/n unknown. P/n unknown, unknown, unknown femoral head, l/n unknown. P/n unknown, unknown, unknown femoral stem, l/n unknown. P/n unknown, unknown, unknown acetabular cup, l/n unknown. The device has not been returned for evaluation at the time of this reporting. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised due to acetabular loosening and liner disassociation. No further information is available at this time.